Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a faulty optical sensor that began at the time of insertion. The sensor would not calibrate resulting in not being able to obtain the blood pressure readings. The hospital staff switched to an external blood pressure signal input. The hospital staff also reported that during the treatment, the amount of deflection of the catheter in the sleeve part increased over time, and the position of the iab was lowered. Each time, the catheter in the sleeve was pushed to adjust the position. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.2cm and 60.4 cm from iab tip. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 60.4cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks or holes were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The evaluation confirmed the reported problem of ¿alarm, fiber optic sensor failure¿ and ¿alarm, unable to calibrate optical sensor¿. However, we are unable to determine how this failure may have occurred. However, ¿iab migration¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #1010813